Event description:
During an acl (anterior cruciate ligament) procedure utilizing the endoscpc cann.drl.bit 4.5 strl it was reported that the doctor drilled the femoral tunnel trans-tibial with the 2.7 passing pin. He then went over the 2.7mm with the 4.5 endoscopic drill bit and when both came out, the 2.7mm was slightly bent and the 4.5mm tip had broken off which appeared to be inside the femoral tunnel as we couldn¿t locate it anywhere else . When drilling the femoral tunnel with a 9mm drill bit and backing out of the tunnel, the remaining pieces which broke off the 4.5mm fell back into the joint. The doctor converted to an open procedure in order to remove drill fragments. On closing the knee, he went in arthroscopically again and there were very small filings still in joint which he tried flushing fluid through to get as much out as possible. The bone quality was reported to be normal. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).